Manufacturer narrative:
Per the laboratory evaluation, the blood parameter monitor (bpm) exhibited no significant drift over and extended period of time. The reference channels demonstrated their highest values at the beginning of the sample. During the first thirty minutes, the values decreased steadily. After thirty minutes, the intensity values leveled off for the duration of the runtime sample. The overall intensity drift was not significant enough to account for the drifting values.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, when the emsar technician was at the hospital to perform a notice of field correction (nfc), the customer mentioned that they had drifting values on the blood parameter monitor (bpm). No other details regarding the nature of this event were provided.